Manufacturer narrative:
Additional information/correction: b5 - description updated according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: - no serious public health threat / falsified device - no serious incident.

Event description:
Additional information received confirmed that there was no adverse event. The led light source did not malfunction.

Event description:
It was reported that there was an issue with op940 - led light source. According to the complaint description, the cable's input and output were overheating. One nurse experienced a skin burn. The optical cable also burned through the surgical drapes on the operating room table. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.